Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had critical failure and burnt wire smell in hardware. A field service engineer (fse) found that the station would not power on. Then checked all drawers and pyxis bus cables but found no issues. After disconnecting all cables from the communication sled, the station still did not turn on, indicating a dead power supply. The fse returned with a replacement power supply, installed it, and properly seated all cables. After testing, the station powered on successfully and operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user noticed a burnt wire smell and slight smoke, suggesting a possible hardware short. The machine was unplugged. However, there were no adverse events or injuries reported based on this event.